Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2018 a patient (pt) in (B)(6) posted on social media that a lens was stuck to the eye and the pt had to go to the hospital to have it removed. On (B)(6) 2018 a call was placed to the pt and additional information was received: pt reported on (B)(6) 2018 the pt was unable to remove the acuvue oasys brand contact lens from the os. The pt reported this was the third use of the suspect os lens. The pt reported sleeping in the lens since it was late. The following day the pt attempted to remove the os suspect lens, but the pt was unable to remove it. The pt reported os itching and irritating. The pt went to an urgent care and lubricating drops were instilled in the os. The eye care provider at the hospital was not able to find a lens in the pts eye. The pt was advised that the os was ¿hurt¿. The ecp placed a patch on the pts os and advised to return the following day (B)(6) 2018 due to photophobia. The pt was prescribed vigadexa every 3 hours for 10 days. The pt is no longer wearing the os eye patch. The pt reported os eye irritation, blurry vision, redness, photophobia and tearing. The pt reported a fu visit to the ecp in 10 days but doesn¿t recall the date of the visit. On 10aug2018 an email was received from the pt with additional information: an attachment with the pts prescription for vigadexa 1 drop tid daily for 10 days, date of the attachment was not provided. An attachment with a note from the ecp dated (B)(6) 2018 advising that the pt needed 1 day away from work; diagnosis h16.0 ¿ corneal ulcer. On (B)(6) 2018 an email was received from the pt with additional information: an attachment from the pts ecp dated (B)(6) 2018 reported the pt was seen in urgent care due to sleeping in a contact lens which caused a ¿cornea injury¿. The pt is ¿discharged but with guidance not to use contact lenses¿. On (B)(6)2018 a call was placed to the pts treating ecp and additional information was provided: the ecp was not available, but reported when the pt went to the clinic, the suspect lens was not in the eye. The pt was diagnosed with a corneal ulcer and the eye was normal in 48 hours. The location of the corneal ulcer was unknown. No additional information was provided. On 04sep2018 a call was placed to the pt for additional information, but no additional information was received. The suspect os lens was discarded. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l003fd0 was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.